Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Second revision surgery - patient's cup was loosening. Removed the head, sleeve and cup. Djo replaced the head and sleeve with our product. Cup was replaced with another company.